Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 156 mg/dl, 177 mg/dl and 316 mg/dl. No adverse event reported. The alleged product was replaced and requested to be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.